Event description:
In this event it was reported that several pts experienced post-operative sensitivity after cementing the restorations with calibra. According to the doctor, some pts required root canals.

Manufacturer narrative:
A review of the doctor's tech determined that he was not using the calibra per the directions for use, which would be the likely cause of the post-operative sensitivity. While there is no indication that the device malfunction in this event, became a serious injury occurred, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for eval and the lot number was not provided for retained-product testing and / or DHR review.